Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49, pump error 23, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history customer reports being unable to pair meter with pump. Pump and meter would not pair after troubleshooting. Referred to roche no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using thump for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed displacement test, sleep and active current measurement test. The adapt tool recorded pump error 23, 68 and 49. Per software engineering log pump error 68, 49, and 23 were generated on the pump startup due to the memory corruption. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly however, during deconstructive analysis moisture damage was noted causing an intermittent electrical short. In conclusion, customer allegations are not confirmed. Unit powered up properly after battery installation and all buttons functioning properly. Pump error 68, 49 and 23 due to corroded electronic assembly causing an intermittent electrical short. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.